Event description:
It was observed that during the device evaluation, the rigid video laparoscope's remote switch board was found to be broken. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. The root cause could not be determined. However, the investigation indicated that the most probable cause of the malfunction was related to the rms (remote switch module board). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.